Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap and a dim and discolored display. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during a visual inspection of the pump, the battery cap was observed to be worn with stripped threads. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, the label on the back of the pump was torn and illegible. (B)(6).